Manufacturer narrative:
Product complaint: (B)(4). Information regarding patient age, gender, weight, race, and ethnicity was not provided. Product information, including catalog and lot number, was not reported; UDI unavailable. Concomitant med products due to character limitation: excelsior sl-10 microcatheter, cashmere 14 (crc14030430/s14341) thermo-mechanical coil, unspecified 90cm long 7f sheath, dac44 (concentric medical) distal access (da) catheter, deltaplush 2x4, 1.5x2, 1.5x3, 1.5x2, 6f angio-seal vcd, 4x10 hyperglide (covidien) microballoon, presidio 18 (pc418124030/c40510) thermo-mechanical coil, unk thermo-mechanical coil. The customer contact information, including phone number, fax number, and e-mail address was not reported. The product remains implanted in the patient and is thus not available for evaluation. Additionally, the sterile lot number is not known. No further analysis can be performed for complaints reported without a lot number and for which the associated products will not be returned. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. This is one of two products involved with the reported complaint and the associated manufacturer report numbers are 1226348-2018-00547 & 3008114965-2018-00596.

Event description:
As reported by a healthcare professional, during a balloon-assisted coil embolization of an incidental recurrent left internal carotid artery (ica) aneurysm, the first unspecified coil repeatedly prolapsed into the parent vessel and could not be anchored, despite a previously implanted enterprise stent over neck of aneurysm. Angiography performed prior to the case revealed a larger, perfused section of the aneurysm base with a free lumen of approximately 4.4 x 2mm and an aneurysm wall without blood supply. Activated clotting time (act) was increased with heparin to > 200 seconds for the course of the procedure. Approach was made from the right femoral artery. Access to the left ica was made via a 90cm long 7f unspecified sheath, a dac44 (concentric medical) distal access catheter, and an excelsior sl-10 (stryker) microcatheter. The patient was started on intravenous (IV) aggrastat and balloon remodeling was subsequently performed with a 4x10 hyperglide (covidien) microballoon. The balloon was inflated four times (2:00 ¿ 5:45 min). A 12mm x 40cm presidio 18 (pc418124030/c40510) thermo-mechanical detachable coil delivery system got stuck in the excelsior sl-10 (stryker) microcatheter and the 3mm x 4.0cm cashmere 14 (crc14030430/s1434) thermo-mechanical detachable coil delivery system could not be advanced. A total of 8 bioactive coils were used (cashmere 3x4 (removed), 3x4 (removed), 2x2.5, deltaplush 2x4, 1.5x2, 1.5x3, 1.5x2). The aneurysm was ¿almost completely shut off¿. The lumen of the ica was completely preserved. A 6f angio-seal was used for femoral access closure. The procedure was completed successfully. No patient complications occurred as a result of the event. Further follow up did not yet yield any additional relevant information regarding this event.

Manufacturer narrative:
Product complaint # (B)(4). Additional information received indicated that the cashmere coil belonging to product code crc140304-30 that was initially reported as ¿could not be advanced¿ was the coil that herniated into the parent vessel while being positioned in the aneurysm. The coil was difficult to position and protruded from the aneurysm while still attached to the device positioning unit (dpu). The coil was removed from the patient through the microcatheter. No additional intervention was required to remove the coil from the patient. The customer presented two potential lot numbers (s14341 & s10171) for the cashmere coil. Analysis of the cashmere revealed that the embolic coil was kinked and stretched. The customer reported that due to the mechanical manipulation prior to and during removal, the coil may have become damaged. As reported by the physician, the coil protrusion may have been related to the limited space for the coil to fit with the previously implanted coils. The purpose of the procedure was to treat a recanalized aneurysm associated with the off-label use of a 4.5x22mm enterprise stent (enc452212/10440083) that was initially implanted without coils on (B)(6) 2016 and later was coiled on (B)(6) 2016. After review of the enterprise expiration date, it appears that the stent was implanted after the date of device expiration. The specific circumstance that led to the incident of using an expired product (enterprise stent) could not be obtained. The height of the aneurysm was 4.4mm and the width was 2.2mm. Information regarding aneurysm neck size was not available. Concomitant medical products: due to character limitation: excelsior sl-10 mc, cashmere 14 (crc14030430/s14341 or s10171), 90cm long 7f sheath, dac44 (concentric medical) da catheter, deltaplush 2x4, 1.5x2, 1.5x3, 1.5x2, 6f angio-seal vcd, 4x10 hyperglide (covidien) microballoon, presidio 18 (pc418124030/c40510). Complaint conclusion: as reported by a healthcare professional, during a balloon-assisted coil embolization of an incidentally discovered recurrent left internal carotid artery (ica) aneurysm, the 3x4mm cashmere 14 (crc140304-30 /s14341 or s10171) coil was difficult to position and protruded from the aneurysm while still attached to the device positioning unit (dpu). The device was removed through the microcatheter. No additional intervention was required. Product analysis revealed that the embolic coil was kinked and stretched. The customer reported that due to the mechanical manipulation prior to and during removal, the coil may have become damaged. As reported by the physician, the coil protrusion may have been related to the limited space for the coil to fit with the previously implanted coils. The customer presented two potential lot numbers for the cashmere complaint coil. The purpose of the procedure was to treat a recanalized aneurysm associated with the off-label use of an enterprise stent (enc452212/10440083) that was initially implanted without coils on 26-oct-2016 and later was coiled on 30-nov-2016. Angiography revealed a larger, perfused section of the aneurysm base with a free lumen of approximately 4.4 x 2.2mm and an aneurysm wall without blood supply. Activated clotting time (act) was increased with heparin to > 200 seconds for the course of the procedure. The patient was administered intravenous (IV) aggrastat and balloon remodeling was subsequently performed with a 4x10 hyperglide (covidien) microballoon. The balloon was inflated four times (2:00 ¿ 5:45 min). A total of 8 bioactive coils were used (cashmere 3x4 (removed), 3x4 (removed), 2x2.5, deltaplush 2x4, 1.5x2, 1.5x3, 1.5x2). The aneurysm was ¿almost completely shut off¿. The lumen of the ica was completely preserved. A 6f angio-seal was used for femoral access closure. In addition, during the procedure, a presidio 18 pc418124030/c40510) thermo-mechanical detachable coil delivery system became stuck in the excelsior sl-10 (stryker) microcatheter. Information regarding aneurysm neck size was not available. The procedure was completed successfully with no patient complications. After review of the enterprise expiration date, it appears that the stent was implanted after the date of device expiration. The specific circumstance that led to the incident of using an expired product (enterprise stent) could not be obtained. No further information was provided. The enterprise stent remains implanted in the patient and is thus not available for evaluation. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Aneurysm recanalization and coil migration/prolapse into normal vessels adjacent to the aneurysm are known potential complications associated with the enterprise vrd and stent-assisted coil embolization procedures. Studies have concluded that stent-assisted intracranial aneurysm embolization is possibly more effective against future compaction and recanalization than balloon-assisted or unassisted coiling because it permits a denser packing of the aneurysm while preserving parent artery patency and reducing inflow pressures into the aneurysm. The enterprise instructions for use cautions that the device ¿is not intended for use as a stand-alone device (i.e. Without subsequent coil embolization of the aneurysm)¿. The root cause cannot be determined; however, it is possible that neck size, inflow angle, the previously implanted coils, and the off-label use of the device may have contributed to the event. The physician reported that coil herniation may have been related to the limited space for the coil to fit with the previously implanted coils. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective/preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. This is one of three products involved with the reported complaint and the associated manufacturer report numbers are 1226348-2018-00547, 3008114965-2018-00596, & 3008114965-2018-00666.